Event description:
Caller reported experiencing a minimum fill notification with the insulin pump and was unable to load a new cartridge, as the process was stuck on the fill process screen. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to assist the customer in properly filling and loading a new cartridge onto the pump, which resolved the issue, allowing the caller to successfully resume insulin delivery.